Event description:
Tibial lock bolt disassembled from tibial baseplate. Right knee revision surgery performed in 2009, replaced insert and lock bolt. The pt had an uneventful recovery and has been discharged to his home.

Manufacturer narrative:
The lack of circumferential marks on the tibial lock bolt suggest that it was not properly tightened into the tibial base plate.